Event description:
It was reported that the patient experienced an infection; "possible meningitis". Additional information has been requested from the hcp, but was not available as of the date of this report.